Manufacturer narrative:
H6: imdrf device code a150103 captures the reportable event of clips premature deployment.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for surgical closure of the wound to stop bleeding during an endoscopic submucosal dissection (esd) wound closure procedure performed on (B)(6) 2024. During preparation, when the physician opened the package, the front part of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clips premature deployment. Block h11: investigation results: a resolution clip was received for analysis. Visual and microscopic inspection of the returned device revealed without the outer sheath and clip assembly. In addition, device has evidence of premature deployment since the yoke is still attached to the control wire. No other problems were noted. The reported complaint of clip premature deployment was confirmed since the device was returned with evidence of premature deployment. Upon product analysis it was observed that the device was returned without the clip assembly but with the yoke ball still attached, however it was reported that the device was not used in a procedure. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for surgical closure of the wound to stop bleeding during an endoscopic submucosal dissection (esd) wound closure procedure performed on (B)(6) 2024. During preparation, when the physician opened the package, the front part of the clip fell off. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.